Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater/cooler system displayed an error message after the procedure was completed. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative removed the patient bridge and returned the part to the supplier, (B)(4), for further investigation. Evaluation of the returned patient bridge at the supplier confirmed the reported issue. Visual inspection and functional evaluation revealed the presence of biofilm on the bridge and various parts were bent. Further, it was found that both pump motors had bearing damage and the stirrer was defective. This bearing damage, caused by the presence of biofilm, was determined to be the root cause for the error message reported by the customer. Based on the presence of biofilm in the device, it was concluded that this issue was caused by the customer failing to adhere to the cleaning and disinfection procedure outline in the IFU. The customer has been reminded to maintain the unit according the IFU. As corrective action, fsca (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure.

Manufacturer narrative:
The information provided in the additional narrative in the previous report (9611109-2015-00313 follow-up #1) stated that the source of the bearing damage was biofilm. The manufacturer's investigation report stated that there was visible "pollution," which was interpreted to mean "biofilm." It was later confirmed with the manufacturer that "pollution" was intended to mean both mechanical debris as well as biological contamination, which lead to the bearing damage and resulting error reported by the customer. The most likely root cause of the mechanical debris is abrasion caused by movement of the bent parts.

Event description:
Sorin group (B)(4) received a report that heater/cooler system displayed an error message after the procedure was completed. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-coller system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.